Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra meter was reading inaccurately low. The medical affairs specialist was unable to reach the patient via phone after several attempts. A letter was sent to the address provided. The patient did not remember when the reported issue first occurred. However, he reported obtaining a result of 129 mg/dl on the subject meter and was comparing it to the doctor's meter result of 161 or 170 mg/dl. These tests were performed almost two hours apart. The patient also mentioned feeling shaky after the reported issue. As a result of the reported issue, he took his usual dose of diabetes medication (metformin and 35 units of 70/30 novolin insulin). He did not receive/require any medical intervention/attention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. This complaint is being reported because the patient alleged he experienced symptom suggestive of hypoglycemia after the reported issue began. It is not clear the patient became hypoglycemic as the patient alleged the reported reading was low and the patient further claimed he did not receive any treatment. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.